Event description:
On (B)(6) 2017 the patient was admitted to the picu requiring continuous infusion of epinephrine for an acute hypotensive event. The infusion pump that was delivering the epinephrine malfunctioned and was no longer delivering the medication. Following the malfunction, the patient became pulseless and arrested requiring cardio-pulmonary resuscitation. The cardio-pulmonary resuscitation efforts were not successful and the patient expired on (B)(6) 2017. The pump at the time of malfunction was infusing epinephrine.